Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for coring with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to coring was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that during use of the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was an issue with coring causing foreign matter in the tube. The following information was provided by the initial reporter: we are getting multiple complaints about 2ml bd tubes used on our acl top hemostasis analyzers. It seems the cap material has changed and it is causing excessive coring.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was an issue with coring causing foreign matter in the tube. The following information was provided by the initial reporter: we are getting multiple complaints about 2ml bd tubes used on our acl top hemostasis analyzers. It seems the cap material has changed and it is causing excessive coring.